Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009 that a cre esophageal/pyloric/colonic wireguided balloon dilatation catheter was used during an esophageal dilatation performed on a male patient, in his 70's. According to the complainant during the procedure, when an attempt was made to inflate the balloon for dilatation, the balloon did not inflate. The balloon was removed from the scope and a leak was noted 2cm from the distal tip of the catheter. The procedure was completed with another cre wireguided catheter dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; balloon torn longitudinally.

Manufacturer narrative:
A visual examination found that balloon profile was relaxed and torn longitudinally 2cm from the distal tip of the balloon. There was no damage to the catheter shaft. The protective sleeve was not returned. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for lot number 12138527 was performed and concluded there were no similar complaints reported for this lot. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/ procedural factors encountered during the procedure where the performance of the balloon was limited (e.g. Tortuous anatomy, sharp exterior sources). (B)(4).